Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Top of my brush handle. It keeps breaking the brush heads. They are falling out in my mouth while I'm brushing / they crack and fall off while they are spinning - oral-b [device breakage] it's like the brush heads cannot click on tight enough - oral-b [device connection issue] . Case narrative: adult female consumer via phone reported that the top of her oral-b toothbrush handle, type 3791 kept breaking the oral-b toothbrush heads. They were falling out in her mouth while brushing and it's like the oral-b toothbrush heads could not click on tight enough to the oral-b toothbrush handle. They cracked and fell off while they were spinning. No injury was reported.